Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that a faulty ECG cable identified, replaced with a new cable for testing. The old ECG cable reproduced the same issue during testing. The ECG cable collected and tested on another iabp machine. The internal front end board cable re seated, ECG connector cleaned. It was verified that there was a small component failure within the top level display assembly. The fse replaced the top level display assembly and the software was upgraded to version d.01. The iabp may require maintenance message no longer appeared. The fse confirmed repairs were completed, all functional and safety checks passed, and the machine was returned to clinical use. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective assy, top level display, rohs. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed as the part was retained by the customer probable root cause: excessive stress or fatigue.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had unexpected shutdown and display screen have message " iabp may required maintenance. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion), h11. The failure analysis and testing dept top level display with a reported unit failure of suddenly screen went blank. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed top level display into the cardiosave test fixture and tested the display to factory specifications per procedure and the cardiosave service manual. All display tests passed testing. The fat dept. Initiated an autofill in clinical mode to pump the cardiosave. The fat dept. Could not replicate the complaint of the display going blank, after three hours of run-time. The display passed testing. Retaining the display in the fat dept. Per procedure number.